Event description:
An extension was implanted that was incompatible with the neurostimulator. Impedances were greater than 40,000 ohms. The patient felt no stimulation sensation. X-rays were taken (date and results not reported). The extension was replaced with a compatible extension 20 days after the initial implant. The patient had stimulation afterward and impedances were normal.